Event description:
It was reported that a patient underwent a sling procedure in 2008. Immediately post-operatively, the patient experienced difficulty voiding and the patient was straight catheterized before she left the hospital. On the morning of the next day, the patient was unable to urinate and returned to the surgeon's office and was catheterized with 850cc removed. The surgeon examined the patient and told her "that the sling was not too tight, that it was probably just swelling." On the following day, an indwelling catheter draining to a leg bag was placed and then removed the morning of the next day. Later that afternoon, the patient had not voided and she went to the surgeon's office where they removed 750cc and placed another indwelling catheter. By the evening of the same day, there was nothing in the bag, so the patient went to the emergency room where they removed the catheter, did cultures, and emptied her bladder. She returned to the surgeon on three days later, and he examined the patient again stating "that there was nothing wrong and this should all go away in a couple of days". The patient was taught to self-catheterize which she has been doing. The patient can urinate approximately 75c and then self-catheterizes herself three to four times per day and empties 200-300cc per catheterization. On fifteen days later, on patient saw the surgeon and the surgeon now believes that the sling is too tight and has scheduled a second surgery on the same day, to release it.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.